Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent reported that the child does not hear well with the device. Accident or trauma is unknown. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Parent reported that the child does not hear well with the device. Accident or trauma is unknown. The patient was re-implanted on (B)(6) 2016.